Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the regular checkup the home patient (hp) was diagnosed with an unknown infection and an infection on the catheter coincident with peritoneal dialysis (pd) therapy. The hp did not experience any symptoms, however the peritoneal effluent was found to be cloudy and not clear. The cause of the infection was unknown. The hp was unable to confirm if the infection was peritonitis. The hp did not require hospitalization for this event. The hp was treated with unknown antibiotics (intraperitoneally, dose and frequency not reported). At a later time, the antibiotic treatment was finished. Two days after finishing the treatment, the hp went into the hospital for a catheter surgery, where the tube was going to be replaced. The hp did not stay in the hospital for more than 24 hours. After the catheter surgery, the extraneal therapy was discontinued for the time of recovery. At the time of this report, the hp was recovered. No additional information is available.